Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. The patient experienced heart rate in the forties. Upon interrogation, the right atrial and ventricular leads exhibited loss of capture. Chest x-ray was performed and revealed the leads were dislodged. The patient suffered from twiddler syndrome. Both leads were explanted and replaced. The patient was in stable condition prior to procedure, during, and post operation.